Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. It was determined the ipg had migrated into the buttocks area. Additionally, the ipg site had bruising, swelling, redness and was leaking sanguineous discharge as well. Patient was seen by the physician in the emergency room and was given wound care and prescribed antibiotics. Later, it was noted that the ipg site had eroded through the skin and was exposed, and the physician believes the site may have become infected. Surgical intervention was undertaken wherein the entire system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicated that the infection resolved, and patient was re-implanted with a new system.

Event description:
Related manufacturer reference number: 3006705815-2024-02592. It was reported that patient experienced pain at the ipg site because the ipg had migrated into the buttocks area. Additionally, the ipg site had bruising, swelling, redness and was leaking sanguineous discharge as well. Patient was seen by the physician in the emergency room and was given wound care and prescribed antibiotics. Later, it was noted that the ipg site had eroded through the skin and was exposed, and the physician believes the site may have become infected. Surgical intervention was undertaken wherein the entire system was explanted with no complications.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. It was determined the ipg had migrated into the buttocks area. Additionally, the ipg site had bruising, swelling, redness and was leaking sanguineous discharge as well. Patient was seen by the physician in the emergency room and was given wound care and prescribed antibiotics. Later, it was noted that the ipg site had eroded through the skin and was exposed, and the physician believes the site may have become infected. Surgical intervention was undertaken wherein the entire system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.